Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was used in a posterior pelvic floor repair procedure on an unknown date in 2011. The patient returned to the physician during the week of (B)(6) 2011, complaining of distal pain on her posterior side. It is unknown if there was any medical intervention for the pain, or if the pain has resolved. The patient is reportedly over 18 years of age. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date.